Manufacturer narrative:
The insulin pump alarmed rf pic failed during self-test due to faulty electrical component on the rf board. However, the insulin pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of radio frequency pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was 6.4 mmol/l. The customer stated that the alarm did not occur during the rewind sequence. The customer was advised to perform a normal bolus into the air. The bolus amount was recorded in the bolus history. The customer stated that the temporary basal was not programmed before the alarm occurred. The insulin pump will be returned for analysis.